Event description:
A malfunction on the pump was reported by the caller, and no notable events preceded the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the caller in resetting the pump.